Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. It has been 12 days since the bravo procedure took place and the capsule was still attached to esophageal wall. The patient had an x-ray and it was verified that the capsule was still attached. The customer stated that the patient is not reporting pain, just discomfort at this point. The doctor received the required information including a technique to detach a retained capsule.

Manufacturer narrative:
No patient injury has occurred following this incident.